Event description:
It was reported that during an unk procedure, the digestive block reported a materio vigilance incident with a stapler. No further details were provided. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 5/15/2024 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: at the first fire, no visible staples on 20 mm, then staples were visible at the second and third fire. Consequences: open stomach on the 20 first mm on the both sides. Recut of the stomach with another device. The patients uses to go out the same day as the intervention, but this one had to stay in observation a few days to eliminate a risk of fistula and peritonitis. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. What was the surgical procedure? Were there any staples deployed on the distal 40mm? Were staples visible in the first 20mm? Are any photos or videos available? Were the staples the appropriate b-shape form? What color cartridge was used? Was any buttress used? Is so, what kind of buttress was used? Was there any tissue movement noted during firing sequence? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 6/7/2024 d4: batch # 950a80 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one long60a device was returned with no apparent damage and with no reload present. During the visual inspection, nicks knife were noted. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. In addition, a tyvek was received along with the device. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted and no reload was returned for analysis. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 950a80, and no non-conformances were identified. Additional information was requested and the following was obtained: no further information is available